Event description:
The user's hearing performance with the device is affected after a trauma to the head. It was recommended to reimplant the user on the right side. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition in situ measurements showed 2 channels with hi impedance already before the reported impact due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. Reimplantation is considered, but no date has been scheduled yet.